Event description:
It was reported that the radio frequency (rf head) has exposed wires. The rf head has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head cable has exposed wires due to damaged insulation. Analysis also found the rf head lens is cracked and the rf head label is delaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.